Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated by the manufacturer. The external and internal aspect of the device was inspected. The manufacturer observed unknown brown debris consistent with keratin found in the filter inlet ,inside of bottom of the device and unknown residue consistent with water marks found on inside bottom of the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.  The manufacturer concludes that they could not confirm the customer's allegation and the presence of degraded sound abatement foam ,there is no visible damage to the device or functionality issues ,suggests that the source of contamination was external to the device. Section d5 was missed to capture in previous MDR,now it is corrected and updated in this report.